Event description:
According to the information received, the patient presented with fatigue and dyspnea "soon" after double valve replacement (a 23ahps-605, was implanted in the aortic position). On the day after the event, "tee" showed "moderate mitral regurgitation from two paravalvular leaks" that were noted to be "fairly sizable" and "would likely" require reoperation. Sometime later that month, the patient was admitted with a diagnosis of gout, "anemia secondary to valvular shearing", hypothyroidism and paravalvular leak. Due to the patient's health status and the risks associated with surgical intervention, patient was treated medically.